Manufacturer narrative:
Concomitant medical products: product ID: 377660, lot# v007948, serial# (B)(4) product type: lead. Other relevant device(s) are: product ID: 377660, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the hcp via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for spinal pain. Rep reported replacement/ revision. The patient having lead revision as the lead has migrated downward. The revision has not been scheduled. Revision planned this friday. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 377660 lot# serial# (B)(4) implanted: explanted: product type lead product ID 377660 lot# serial# unknown implanted: explanted: product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient's weight was unknown and the patient was doing a lot of sit-ups each day which caused the migration. No further complications reported.